Manufacturer narrative:
(B)(4). Date sent: 5/10/2022 additional information was received: after investigation, the patient was a 59-year-old male, was performed video-assisted thoracoscopic lobectomy (specific diagnosis unknown) in (B)(6) hospital on (B)(6) 2021. The psee60a and gst60g were used for lung tissue transection during the operation. The surgeon reported that the reload was installed normally. The stapler was fired after clamping the lung tissue. The firing process of the stapler was smooth. After the firing was completed, the surgeon tried to press the release button of anvil, but the jaw could not be opened. The surgeon then slid forward the knife reverse switch, continuously pressed the firing button to return the knife, pressed the release button of anvil again and then withdrew the stapler. The anastomotic tissue was found completely cut, and some anastomotic lines were not stapled, resulting in anastomotic line oozing. The specific bleeding volume was unknown. The surgeon then used the gauze to press the hemostasis and changed another stapler and reload of the same product code. The subsequent surgery was completed successfully. The patient recovered well after the surgery and was discharged. No subsequent complications were reported.

Manufacturer narrative:
(B)(4). Batch # 193a87. (B)(4). Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage and with one gst60g reload loaded in the device. The reload was received 2/3 fired and with damage on reload deck. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to the home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of our quality process, the manufacturing records of this batch was reviewed, and the manufacturing standards were met prior to the release of this batch. The event reported was confirmed and it is related to improper use of the device. The damage to the reload is consistent with the device being clamped over a hard object. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications.

Event description:
It was reported that during endoscopic left upper lobe surgery surgery , after fired, could not open the jaw. Used manual override lever to return the knife and removed from the patient. There were no adverse consequences to the patient. No additional information could be provided.